Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2022 that a hot axios stent was implanted in the pancreas during a pseudocyst drainage procedure performed on (B)(6) 2022. During the procedure, the stent prematurely deployed in the pseudocyst at step "4". The physician repositioned the stent and placed it in the correct location. The physician is comfortable leaving the stent in place and the procedure was completed with the original stent. There were no patient complications reported as a result of this event.